Manufacturer narrative:
The subject product was returned to omsc for investigation. As a result of confirming the actual device on march 24, 2016, the slider got firm and it was not able to be operated, as it was pointed out. The insertion portion was buckled at 3 locations. Further, filth adhered to the cup around. A part of swing jaw mechanism around the cup was found missing. It could be confirmed that the missing was around 0.5mm&#65533;~0.4mm in size. Though the filth was able to be cleared by ultrasonic cleaning, the slider was not able to be operated. It is surmised that the frictional resistance between the coil sheath and the inside-operating wire had increased by the buckling of the insertion portion at 3 locations, causing this event, and it is also surmised that these bucklings might have occurred because bending load was applied such when reprocessing, or inserting the device into the endoscope.

Event description:
During a procedure, the distal end did not open and close smoothly even when the slider of fb-46q-1 was operated. However, the procedure was completed. There was no patient injury reported. As a result of confirming the actual device on march 24, 2016, the slider got firm and it was not able to be operated, as it was pointed out. The insertion portion was buckled at 3 locations. Further, filth adhered to the cup around. A part of swing jaw mechanism around the cup was found missing.